Manufacturer narrative:
Manufacturer ref# (B)(4). Additional information provided determined that this device was manufactured by william cook australia (wca). With the submission of this follow up report, william cook europe informs that this complaint has been transferred from william cook europe to wca. Cook europe informs that all future submissions regarding this complaint will be handled by william cook australia. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 10jun2024: the zta device was implanted on (B)(6) 2023 during staged procedure. Additional information received 25jun2024: the endoleak was initially noted type I. It was changed to type iii . 2 devices (zdeg and zta do not overlap because of the significant tortuosity of the aorta; the zta graft could not be inserted high enough, resulting in failure of the branches to seal the prosthesis. In this context, the endoleak was totally expected. The various images taken since the last procedure showed no change. Endoleak not resolved but no other treatment was planned at the moment. Apart from fatigue, the patient recovered from her stroke (resolved (B)(6) 2023). The site reported a type ib distal endoleak related to the zta device (g38071) that was used during staged procedure on (B)(6) 2023 branched endovascular abdominal aortic revascularization. However, it is also reported that 17oct2023 (607 days post-procedure) a follow-up CT was done. All vessels were patent with the type ib distal endoleak related to the branched endovascular abdominal aortic graft (g38171). In both statements it reported a type 1b endoleak, which is a zta device. No, it is not located in the zdeg, but follows the zdeg without overlap. Not resolved at the moment (as it was an endoleak due to an procedure failure, no other treatment has been planned at the moment).

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: protocol 16-16, pt# (B)(6), the site reported a type ib distal endoleak related to the zta device (g38171) that was used during staged procedure on (B)(6) 2023 branched endovascular abdominal aortic revascularization. On (B)(6) 2022 during the index procedure, a zdeg-pt-42-34-210-pf (lot# e4185611) was implanted. The reported degree of oversizing was 0%. A molding balloon was not used during the procedure. And no other devices were placed. The clinical site reported difficulty inserting the device and deploying in the intended location. The site also reported difficulty using a lunderquist extra stiff straight (tsmg-35-260-les) and the stated reason was ¿tortuosity prevent ascending into the proximal descending thoracic aorta. (This was previously reported pr (B)(4) ). Primary indication for implant was an aortic aneurysm. The purpose of the study is to collect information on dissection patients thus the case report forms are not designed to capture the information usually collected in aneurysm patients (location of aneurysm, maximum diameter of aneurysm etc.). Post procedure angiography showed the proximal zone of index graft implantation was in zone 5. The left subclavian artery did not cover the graft. The study device was patent with no separation or evidence of device integrity issues. There was a type iiia endoleak noted with the proximal device being zteg device implanted in ascending aorta in 2014 and the distal device as the zdeg. 20feb2022 (3 days post procedure) CT imaging was completed. All vessels were patent with the type iiia endoleak related to proximal device of zenith zteg device implanted 2014 and distal zdeg study device. The study device was patent with no separation, migration or device integrity issues. (B)(6) 2022 (2 days post-procedure) the site reported the patient experienced bleeding from scarpa and puncture points with treatment of a pressure bandage. (B)(6) 2022 it was reported an aortic dissection iatrogen with no treatment. The site stated the tortuosities prevented the stent graft from ascending into the proximal descending thoracic aorta in spite of several attempts and the stiffening of the stent graft with an amplatz guide mounted from the left. The patient was discharged (B)(6) 2022. On (B)(6) 2022 (19 days post-procedure) the patient was hospitalized due to infection by cytomegalovirus with hospitalization with no noted treatment. The patient was discharge (B)(6) 2022. (B)(6) 2022 (56 days post-procedure) six-month follow-up imaging was done and showed all vessels were patent with the type iiia endoleak related to proximal device of zenith zteg device implanted 2014 and distal zdeg study device. The study device was patent with no separation, migration or device integrity issues. On (B)(6) 2023 (376 days post-procedure) the patient underwent a staged procedure of a branched endovascular abdominal aortic revascularization. The same day the patient experienced a hemorrhagic hemispheric stroke. (B)(6) 2023 (379 days post procedure) 12-month CT imaging as completed. All vessels were patent with the type iiia endoleak related to proximal device of zenith zteg device implanted 2014 and distal zdeg study device. The study device was patent with no separation, migration, or device integrity issues. (B)(6) 2023 (487 days post-procedure) a follow-up CT was done. All vessels were patent. There was no endoleak noted and the study device was patent with no separation of devices, migration or device integrity issues. (B)(6) 2023 (607 days post-procedure) a follow-up CT was done. All vessels were patent with the type ib distal endoleak related to the branched endovascular abdominal aortic graft (g38171). There was also a type ii endoleak noted. The study device was patent with no separation, migration or device integrity issues. (B)(6) 2023 the site reported the patient experienced marginal zone lymphoma and gingivorrhagia with treatment with corticosteroids and rituximab 4. (B)(6) 2024 (820 days post-procedure) a 2-year follow-up x-ray was done which showed no separation of devices or any evidence of device integrity issues.